Event description:
It was reported that during a tvt procedure the neelde on the right hand side became detached leaving the swaged tape inside. A new tape was used to complete the procedure. There were no pt consequences reported.